Event description:
Device 4 of 4 . Reference MFR. Report#: 1627487-2019-02055; reference MFR. Report#: 1627487-2019-02057; reference MFR. Report#:1627487-2019-02056.

Event description:
Device 4 of 4; reference MFR. Report#: 1627487-2019-02055, reference MFR. Report#: 1627487-2019-02057, reference MFR. Report#:1627487-2019-02056. It was reported that the patient's drg system was not providing adequate relief. As a result, the drg system was explanted.